Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be flowing out of the infusion set tubing or the infusion set needle during multiple occasions. A complete supply change was performed resolving the issue. Customer's blood glucose level was 302 mg/dl.